Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. Error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues. The technician observed the device's flow sensor assembly was loose during evaluation. The flow sensor assembly was replaced to address the issue.